Event description:
During service technician found battery acid leaking on the front case of this pump. Front case has been replaced. Facility reported there was no patient involvement with this incident. Although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 16, 2007. Evaluation summary: device was received for evaluation. During evaluation technician found battery acid leaking in the front of this pump. Appropriate repairs have been made and pump has been returned to the customer.